Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the style could not be inserted into the right ventricular (rv) lead. The physician elected to use a different lead to complete the procedure. The patient condition was stable.